Event description:
Additional information received reported the implantable neurostimulator (ins) site was red and swollen so the healthcare professional implanted a new ins in the patient's hip. Cultures were taken, but the results were not known.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the date of onset/diagnosis of the infection was (B)(6) 2015. Perioperative antibiotics had been administered and the patient did not have meningitis. The patient had symptoms of redness and drainage. The primary location of the infection was the device pocket. Oral antibiotics were given and the infection had resolved.

Event description:
It was reported the implantable neurostimulator (ins) was infected and explanted on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID: 3387-40, lot# j0555645v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID: 3387-40, lot# j0546586v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)